Event description:
A malfunction was reported on the customer's pump, identified by the code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they understood and acknowledged.